Event description:
It was reported by a customer on (B)(6) 2011, during the procedure, the laser system showed error message check water level. Per the customer, the laser system was re-booted. After the laser system was re-booted, error message temperature too high occurred. Per the customer, the laser system was re-booted again. After the laser system was re-booted, a message check water level occurred. Per the customer, the laser system was re-booted again. The error message could not be cleared. The procedure was cancelled.